Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the pump alarmed compromised forced sensor and will not give the customer insulin. Her blood glucose was unknown. The caller said that the pump ran out of insulin and the customer changed the set. As she was filling the tubing, the insulin began to squirt out and that is when she received the compromised forced sensor alarm. During prime rewind troubleshooting, the customer stated that the insulin is squirting out during the manual prime process and that the alarm is occurring. She stated that the drive support cap was normal and that she had not pressed the cap while connected. They were advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per the doctor¿s orders. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot and cracked battery tube threads.